Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00098. Device 3 is being reported under MDR-247858-2021-00100.

Event description:
Upon releasing the proximal barbs, it was noticed that the graft dropped 0.5 to 1 cm. Later in the procedure when 100 mm limbs were selected bilaterally, both were noticeably shorter than expected. A marker pig was inserted to measure the length of the limbs. The right limb appeared to be 80mm in length after deployment. The left limb measured 86mm in length according to the x-ray software which was calibrated to the marker pigtail. The doctor also commented on how the tip of the sheath was not visible. Patient outcome - "a cuff was needed to extend up to the level of the renals."

Event description:
Upon releasing the proximal barbs, it was noticed that the graft dropped 0.5 to1 cm. Later in the procedure when 100 mm limbs were selected bilaterally, both were noticeably shorter than expected. A marker pig was inserted to measure the length of the limbs. The right limb appeared to be 80mm in length after deployment. The left limb measured 86mm in length according to the x-ray software which was calibrated to the marker pigtail. The doctor also commented on how the tip of the sheath was not visible. Patient outcome - "a cuff was needed to extend up to the level of the renals."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00098. Device 2 is being reported under MDR-2247858-2021-00099. Device 3 is being reported under MDR-247858-2021-00100.